Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a luer damaged/defective occurred. It was reported that a farawave catheter was selected for a pulmonary vein isolation (pvi), pulmonary wall isolation (pwi) and cavotricuspid isthmus (cti) to treat a persistent atrial fibrillation (afib). During insertion, it was noticed that the flush port was damaged on the catheter. The intravenous (IV) tubing used to flush the catheter was not able to be connected. Catheter was replaced and procedure was completed without patient complications. Product return is expected.